Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus korea which have included the flash memory failure occurrence, omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board initialization failure of the subject device due to the flash memory failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the error code b40 which indicated this device was damaged displayed during the incoming inspection at olympus (B)(4). Olympus (B)(4) found the printed circuit board failure which might had been a cause of the reported phenomenon. There was no patient injury associated with this report.